Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endrostheses. The patient tolerated the procedure. On (B)(6) 2012, the patient was determined to have a type ii endoleak. On (B)(6) 2012, the patient underwent coil embolization of the left internal iliac artery for treatment of a type ii endoleak. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: levetiracetam, citalopram hydrobromide, sucralfate tablet,alprazolam, carvedilol, folic acid, aspirin, melatonin (B)(4).

Event description:
On (B)(6) 2012, the patient underwent coil embolization of the left internal iliac artery for treatment of an unknown endoleak. On (B)(6) 2017, this patient underwent reintervention for treatment of a reported proximal type I endoleak and aneurysm enlargement. The patient was reported to have 2 right renal arteries which was where the endoleak was noted on computed tomography. Two gore® excluder® aortic extender components were implanted with one deployed above the originally placed trunk component and below the right renal artery and intentionally covering the accessory renal. A second aortic extender was then placed to put anchors and secure the cuff, but was reported to have slid back between the two renal arteries. A reliant balloon was used to angioplasty the cuff and secure it. Post aortogram at a steep angle showed a type I endoleak just at the origin of the graft, but no flow beyond it. Multiple endoanchors were placed along the right side both lateral and rao and lao beneath the proximal right renal artery. The endoleak was reported to have been resolved.